Event description:
Received information regarding a cartridge alarm 1 during bolus delivery. The customer attempted to load a new cartridge filled with water, however, the insulin gauge was reported to be inaccurate. Customer's blood glucose level was 427 mg/dl. The customer administered a manual injection.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.